Manufacturer narrative:
The fracture at the tibial end of the absorber was observed during the device removal and confirmed on initial analysis of the device. The root cause is a supplier error. An incorrect drill was used resulting in an inaccurate drill point angle and reduced material thickness. This might increase the risk of implant fracture in one lot where the supplier error occurred.

Manufacturer narrative:
The fracture at the tibial end of the absorber was observed during the device removal and confirmed on initial analysis of the device. The investigation into the root cause is ongoing, including metallurgical analysis. When the investigation is complete, a follow-up report will be submitted.

Event description:
Patient had misha knee system implantation with concomitant posterior medial meniscal root tear repair. Patient experienced ongoing predominantly femoral knee pain. The patient underwent chondroplasty, lysis of adhesions, and device removal. During the device removal, the tibial end of the absorber was noted to have a fracture. The device was removed without difficulty.